Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, site experienced an issue with universal surgical manipulator (usm) 4, where fault 23094 occurred and could not be cleared. The site performed a system power cycle; however, the issue persisted. A technical support engineer (tse) attempted to review system logs, but onsite access was unavailable. The tse then guided the site through a hard power cycle, which did not resolve the issue. Tse advised operating the system with three arms. The clinical sales representative later confirmed that the troubleshooting steps were unsuccessful. There was no report of patient involvement or patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found error codes 23008 pot encoder issue and 23118 encoder error. The universal surgical manipulator (usm) was replaced to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 23068 and 23069 errors were found pointing to axis 3 indicating sensor error on insertion, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where sensors check failed on degrees of freedom (dof) 4, replicating the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.